Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported to us that the facility¿s biomed ran the iabp unit over the weekend, without any issues occurring, and subsequently returned the iabp to the user, cleared for clinical service. Several days later, a getinge service territory manager (stm) evaluated the iabp for an unrelated issue and observed the reported ¿autofill failure¿ in the unit¿s diagnostic logs. The stm performed repairs on the iabp with all safety tests passed and then returned the unit to the customer, cleared for clinical use. These repairs were appropriately captured and reported under mfg report number 2249723-2019-00176.

Event description:
It was reported that while in use on a patient, an ¿autofill failure¿ occurred on the cardiosave intra-aortic balloon pump (iabp). The iabp was turned over to the facility biomedical engineer (biomed) for troubleshooting. There was no adverse event reported.